Manufacturer narrative:
There was no patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in des moines, iowa. How many devices and the associated serial numbers involved in the reported incident is still under clarification with the customer. Once clarified how many devices are affected, separated reports will be submitted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that all heater cooler 3t systems in use at the hospital have continued contamination with mycobacterium chelonae. There was no patient injury.

Manufacturer narrative:
H10: how many devices are involved and serial numbers of the units have not been provided. Based on information received under previous complaint from the same hospital, the serial number potentially involved are sn (B)(6). However, this could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Through follow-up communication under previous complaints from the same hospital, livanova learned that the devices are cleaned constantly. However, the following deviations from instructions for use were reported: - use of wipes different from the one stated in the instructions for use; - hydrogen peroxide check not conducted daily even if the device was stored full of water; - the customer does not use sterile containers and sealed lids for water samples for microbiological analysis. Another anomaly observed was the issue on accuracy of the laboratory reports, which often lose the water samples for microbiological analysis. Moreover, in the previous complaints a source of mycobacterium chelonae was identified by the customer: one of the faucets was growing the bacterium and that sink did not have enough chlorine. The deviations mentioned above and external factors may have led/contributed to the reported contamination.

Event description:
See initial report.